Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert for non sustained lead noise resulting in post paced t wave oversensing. The device was reprogrammed. The patient was happy with the resolution and was discharged home.